Manufacturer narrative:
D1: brand name, d4: catalog number, lot number, expiration date, UDI number, g5: 510k and h4: manufacture date are unknown; no item information has been provided to date. H3 - other: device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had a decannulated trach. (This malfunction was reported under MFR report number 9617604-2024-00285). The trach was replaced with "emergency equipment". A decision was made to up size the trach. During the equipment check of the up sized product, the cuff did not inflate. This malfunction report is for the malfunction found before placement. A third new trach had to be used to resolve the event. There was no negative outcome. Only a delay in the new trach insertion. "Patient had patent trach in. The cuff did not inflate fully circumferential. Concern was that the attempt to inflate the cuff may have blown the cuff in the process."

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number has been provided, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation. D9 - device not returned for investigation.